Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the patient was snowboarding over the weekend and fell and the u groove of the clip broke. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the belt clip insert was observed to be broken off at the u-groove such that it was unable to attach to the plastic belt clip. Unrelated to the casing condition issue, the display screen was dim, pink and with fading lettering. The audio bolus button was observed to be torn with a small hole at the center of the button and was still operable as normal.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.